Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A healthcare professional(hcp) reported a patient was injected with 1 ml of juvéderm® volux¿ in mandibular angles. The following week, patient had enormous painful swelling on both sides. Currently, the patient has an alternating condition of bilateral subacute inflammation. Hcp treated patient with anti-inflammatory drugs and antibiotics, prednisone 3 mg in descendant protocol, augmentin 875/125 2 sets of 7 days, and ciprofloxacin 500 mg every 12 hours for 2 weeks, and hyaluronidase. Hcp additionally reported that the patient exhibited noticeable inflammation, pain, and induration starting 20 hours after the infection, followed by fluctuating inflammation after improvement with antibiotics and corticosteroid therapy. An abscess developed on the right mandibular angle two months post injection which suspected to be due to biofilm. Symptoms are ongoing.

Event description:
Symptoms has been resolved.